Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Heart block : the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella rp device for mechanical circulatory support. Plan is to monitor hr as the patient has intermittent pauses while continuing to support the patient with pressors. Patient has heart block.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.